Event description:
Investigation of a returned catheter revealed a handle leak.

Manufacturer narrative:
The initial complaint received on (B)(6) 2010 of "distal tip occluded" did not meet MDR reporting criteria. Investigation (B)(6) 2010 of the returned device revealed a handle leak which does meet MDR reporting criteria. Investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history record confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).